Event description:
A customer reported that during a procedure, a surgeon was getting constant occlusion during the irrigation/aspiration (I/a) portion of a procedure. The surgery was completed after exchanging the I/a handpiece and consumable. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).